Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the connector portion (25.2 cm) and distal portion (30.8 cm) of the lead returned with the extraction tool stuck inside and the helix extended and clogged with blood. An external insulation abrasion breaching the outer insulation was noted at 7.8 - 8.3 cm from the connector pin and 14.9 - 15.7 cm from the connector pin consistent with friction to the device can. Procedural damage was also noted. No conductor fractures or internal shorts were found. Manufacturing date was not available.

Event description:
This report is to advise of an event observed during analysis.